Event description:
It was reported that the patient received inappropriate therapies due to noise on the right ventricular (rv) pace/sense lead. The lead was cut and tied off. A new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.